Event description:
It was reported that the physician applied tongs to pt's head. The pt turned from supine on stretcher to prone on the operating room (or) bed. When the physician and the assistant were attaching the tongs to bed, it was noted that the tongs "slipped" causing a laceration on the temple/scalp area of the pt's head. The physician stated that the locking mechanism of the equipment failed. The pt was turned back onto the stretcher and the laceration was sutured. Another mayfield tongs were obtained and applied to the pt. When checking the equipment prior to the procedure, it locked with manual manipulation. Additional clinical info has been requested; however, no other info has been provided. (B)(4).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.